Manufacturer narrative:
Additional information was received: {it was stated that the event took place while patient was in the rehab center. It was noted that there were no alarms associated with this event. Patient had loss of feeling on the left leg during this event. Inr at admission was 3.6. Patient was stated as being discharged on (B)(6) 2015.} heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Log file analysis review date: 08/26/2015; log dates through (B)(6) 2015: normal power consumption. Additional notes: no alarms have been logged in the last 14 days of available data. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU) and patient manual which addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as neurologic dysfunction. Also stated in IFU is to maintain anticoagulation within the recommended inr range of 2.0-3.0. In addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Stroke is a known potential complication associated with all patients implanted with vads. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the "patient presents with cva/ minor stroke for the fourth time since his lvad implant."it was stated that "based on thrombocyte aggregation test, clopidogrel was exchanged for prasugrel and inr range was increased to 3-3.5." It was noted that "log files were sent in and show no abnormalities." No additional information provided. Investigation is ongoing.